Event description:
It was reported the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The 30mm device was deployed. Several attempts were performed to recapture the device but by appearance the feet of the device were tangled in tissue and could not be safely released. The device was released with a 4mm leak and uncovered lobe due to not being able to move the device proximally. There was no adverse event to the patient or during the procedure.